Event description:
Tried to flush the stent prior to use and it would not flush at first. Then we used a smaller syringe and we were able to flush but not easily so the doctor opted not to use the product. Another wallstent was opened and used to complete the procedure. Product did not have patient contact.